Manufacturer narrative:
Device passed displacement test, selt test and unexpected restart error test. No unexpected restart alarm and external ram crc error alarm noted. No unexpected resetting time/date after changing battery noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had several unexpected restart alarm. Customer's blood glucose value was unknown. Unable to complete troubleshooting due to no new battery was available for testing. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.